Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "a motor stall service occurred during testing¿ was confirmed during power up, and odometer reading. The probable cause was motor rotations out of specification. Replaced the motor, cleaned the hub gear, and flat gear. Further inspection found the alternating current (ac) port threads were damaged and broken off, the upstream occlusion (uso) seal was lifting on one edge, the liquid crystal display (lcd) lens and housing had foreign contamination, the latch lock flex sensor had melting. Cleaned contamination off the housing, replaced the printed wiring assembly (pwa) board, universal serial bus (usb) grounding plate, spring contacts, latch lock flex, ground strips, uso seal, lcd lens, lcd seal, keypad, overlay, side label, and rear label. Replaced the downstream occlusion (dso) seal as a preventative measure. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a motor stall service occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.